Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 44 mg/dl and 87 mg/dl, 105 mg/dl, lo (less than 10 mg/dl), and 215 mg/dl, 129 mg/dl and 20 mg/dl, 73 mg/dl and lo, 139 mg/dl and 11 mg/dl, 105 mg/dl and lo, 115 mg/dl and 15 mg/dl, 104 mg/dl, lo, and 30 mg/dl, 131 mg/dl and 14 mg/dl , 81 mg/dl and lo, 81 mg/dl and lo, 71 mg/dl and lo, 20 mg/dl and 129 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.